Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, guiding the caller through the process. After the pump reset, the caller was able to successfully start their sensor session without further error.